Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that due to the leakage failure of the scope cover and the tip, the reprocessing could not be performed properly and the foreign matter could not be removed. The detection method is described in the instruction manual tjf-q190v operation manual 3.3 inspection of the endoscope and prevention measures are described in the instruction manual tjf-q190v reprocessing manual 5.5 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope bowden cable was torn. The issue was found during an unspecified procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a brown foreign material / yellow stain were found at the distal end. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the forceps raising angle did not meet the standard value due to damage on the forceps elevator wire. The device evaluation found a brown foreign material / yellow stain on the distal end which were most likely traces of remains from previous procedures. Additional findings include the following: water tightness was lost due to wear of the scope cover packing, the air / water cylinder had no color, the suction cylinder had no color, the color ring had a crack, switch 2 had a dent, the switch box had discoloration, the plug unit was damaged, water tightness was lost due to a crack on the distal end, the forceps elevator did not move smoothly due to damage to the pipe protecting the forceps elevator wire, the play of the up / down knob was out of the standard value due to wear of the angle wire, the image guide protector was damaged, the light guide lens had a crack, the connecting tube had a scratch, the distal end was shaved, the adhesive around the objective lens had a chip, there was corrosion on the forceps elevator, and the universal cord had a scratch / wrinkle. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.